Event description:
The nurse requested assistance in setting up the customer's basal rates. During the call the contact stated that the customer was hospitalized for high bgs. It was mentioned that the pump did not have an alarm and the set was not changed for two days, the customer had high bgs. The customer did not take manual injection prior their admission. However, the customer changed the set few hours before their hospitalization and was feeling better. Troubleshooting was performed. The pump passed all the tests.